Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 725 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include vomiting, thirst and chest pain. The patient was treated with an insulin drip. The patient was released the following day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.